Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. When operating the unit and navigating the touch screen buttons, the keystrokes had an expected audible feedback. The load cell value and verification were within tolerance, the valve actuation test and the system air leak test passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon review of treatment data sheets a drain volume of 3854 was noted. A follow up call was made to the patient's peritoneal dialysis nurse who reported that there was no patient injury or adverse event due to the large drain volume. Drain: 127ml; fill: 1999ml, drain: 1756ml; fill: 1999ml, drain: 1912ml; fill: 1999ml, drain: 3854ml; fill: 1999ml, drain: 2311ml; fill: 404ml. This drain volume in cycle three was 193 percent over the expected drain volume resulting in a reportable device malfunction.